Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra aortic balloon pump (iabp)¿s helium tank was running out noticeably quickly. There was no patient involved.